Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event location. Evaluation summary: (B) (4): preliminary analysis determined that the device lasted 13% of its expected longevity. Both loaded and unloaded pacing current drain levels were higher than normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Upon further analysis, visual examination of the hybrid noted anomalies on the solder terminations of the four battery filter capacitors. However, the anomaly did not cause any abnormal function of the hybrid. The anomaly caused a solder short between cathodes of two capacitors. However, the cathodes of these two capacitors share the same circuit node and are normally shorted within the hybrid anyway. The only location among the four capacitors that a short would cause a problem is another location between two capacitors where two signals are in close proximity. Anomalies were observed on the solder terminations at this location but were not causing a short circuit. Battery depletion was confirmed in this device. However, at no point during the analysis was abnormally high current drain observed. Therefore, a cause for the premature battery depletion was not determined.

Event description:
It was reported the device reached premature battery depletion, after six months implant time. It was also reported there had been no therapies delivered, but the patient has persistent af (atrial fibrillation). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached premature battery depletion, after six months implant time. It was also reported there had been no therapies delivered, but the patient has persistant af. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.